Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date received by manufacturer on the initial report should be december 5, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). H3: correction. H4, h6: additional information. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received with all components present. The distal tip of the device is broken as the drive feature has completely broken off. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The drive feature was completely broken off. Although no definitive root-cause can be determined, it is possible that the device experienced unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon was doing posterior spinal fusion surgery on a patient with non-depuy hardware from l3-s1 which was removed by the surgeon. The surgeon then placed expedium 5.5mm poly screws from t10-ilium. While placing the l4 screws, the surgeon broke the tip off of an expedium poly driver and also broke the tip off of a unav igs polyaxial screwdriver. This happened bilaterally at l4 and it is unknown which driver was broken on what screw and what side (left or right). The screws that the driver tips broke off on are 7.5mm x 50 and 8.0 x 50mm. Both screws were helicoptered out, so no fragments remain in the patient. New screws of the same size were placed successfully after the ones with the broken driver tips were removed. Procedure was completed successfully with a delay of ten (10) minutes. There were no patient consequences. Concomitant devices: exp ti poly screw 7.5mmx50mm (part: 179712050, lot: unknown, quantity: unknown), exp ti poly screw 8mmx50mm (part: 179712850, lot: unknown, quantity: unknown). This report is for an expedium poly screwdriver. This is report 1 of 2 for (B)(4).